Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) occurred during use on the homechoice. The patient was connected at the time of the event. This occurred during the previous therapy; the technical service representative (tsr) was unable to troubleshoot the alarm. There was nothing unusual found that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.